Event description:
During a prophylactic vns generator replacement surgery, fluid was noted to be in the vns lead body by the reporter. The lead was not explanted and vns diagnostics were within normal limits with the new generator and resident lead. The patient was also experiencing a shocking sensation and painful vns stimulation. Follow up with the patient's treating neurologist revealed it was not known anatomically where the painful vns stimulation was occurring, but this had resolved since the generator was replaced and the vns is working properly. The painful stimulation was felt to be related to the vns. Manufacturer review of the device history record for the lead documents the lead met all quality testing requirements prior to distribution.

Manufacturer narrative:
(B)(4)